Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to high rate timeout disabling wavelet criteria despite matching template scores. The patient is known to have longer episodes of rapid ventricular response (rvr) with atrial tachycardia (at)/ atrial fibrillation (af). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.